Event description:
Customer reported that the t: slim x2 pump battery would not charge, with a power source alert occurring at the beginning of the issue, identified as alert 07. There was no adverse impact to the customer¿s blood glucose level. The problem resolved itself spontaneously without a shutdown or inability to restart the pump, and the pump began charging with no additional intervention or change in charging supplies. No further assistance was required.